Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: rupture: observed, a broken in the posterior assessed, as to a fold flaw opening. Also, around to the opening have non-penetrating nicks. Additional observations: crease fold observed, in the device.

Event description:
Healthcare professional reported, right side "silicone rupture encountered, during surgery". Device has been explanted and replaced.